Event description:
The customer reported that the system would not meet the required source to image congruence. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator iris was calibrated to keep two leaves visible making the x-ray field and the visible image the same dimensions. The system is operating within federal guidelines. The system was tested and found to be working as intended and put back into service.